Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touch screen is not recognizing touch is some areas. There was no patient involvement.

Manufacturer narrative:
The customer's biomed confirmed the touchscreen issue. The customer's biomed reported that the touchscreen was replaced. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.